Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: procedure: lobectomy. The instrument was placed into the thoracic cavity through an anterior intercostal port. When the bag was open to collect the specimen, it tore as the ring expanded from the distal tip of the introduction rod. Therefore, the bag could be used to easily remove the specimen. The bag was then removed and replaced with a new endo catch 15mm. The second bag opened and functioned without any problems. No further details have been provided.